Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis, urinary tract infection and yeast infection. Customer's blood glucose levels at the time of hospitalization 712 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with insulin and fluid drip. Partial troubleshooting occurred. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unkno,wn whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.